Event description:
A us distributor contacted zoll to report that a (B)(6) year old female pt passed away on (B)(6) 2015 at home while not wearing the lifevest. On (B)(6) 2015 around 10:00 am, the pt's home nurse contacted the distributor to inform them that the pt had stopped using the lifevest because the device was reportedly too tight. Based upon the downloaded data, the pt stopped using the lifevest on (B)(6) 2015. After learning that the pt was not wearing the device, the distributor sent a representative to visit the pt and fit her with a larger garment. The representative arrived at the pt's residence around 5:30 pm on (B)(6) 2015, but the pt had already passed. There is no further information about the nature of the pt's passing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) and monitor sn (B)(4) are complete. As received, the electrode belt and monitor were fully functional and able to detect and treat. Monitor (B)(4) - 04/2013 (reuse), electrode belt (B)(4) - 06/2011 (reuse).